Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/26/2015 and discovered a clog in tubing at valves vl14 and vl15. The fse cleared the clog resolving the leak reported. (B)(6).

Event description:
The customer reported the white blood cell (wbc) bath on a coulter ac·t diff analyzer was not properly draining. Further investigation revealed a leak of clear fluid approximately 1ml in volume; the leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.